Event description:
Pt reported experiencing erratic blood glucose levels (30s - 280 mg/dl) for the past three weeks, and he alleged that the device was at fault. No errors were generated by the device. Pt self-treated low/high blood glucose by eating glucose tablets/bolusing.